Manufacturer narrative:
Samples received: 7 open pouches, ampoules unopened with leakage signs. Analysis and results: there are previous complaints of this code batch. There are no units in stock in b. Braun surgical warehouse. We have received seven open pouches (closed ampoules) showing ampoule leakage. All ampoules received have been optically evaluated and a defect in the sealing bar of the ampoule was found. The leakage of the glue occurs at this point. Reviewed the batch manufacturing record, this product had an incidence not related to this issue and was released fulfilling b. Braun surgical specifications. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, and that there are several previous complaints for the same defect, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we have opened a CAPA in the system in order to determine root cause and actions to correct/prevent this defect to happen. CAPA number: ak201730130.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. Several ampoules were found with leakage in the operating room since (B)(6) 2019. Additional information was not provided.